Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the screen does not boot up. The customer reported when the device is powered on, the device alarms and light-emitting diodes flash. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the power supply assembly. After replacing the power supply assembly, the issue was resolved. The fsr performed the operational verification procedure and user verification test. The fsr reported the device passes testing according to factory specifications. The fsr reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire's failure analysis laboratory has not received the suspect component for evaluation.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The suppliers power supply board was found to be faulty.